Manufacturer narrative:
Actual axle implant was not returned for evaluation and lot # is not known. Representative implant of the same size was pulled from the returning tray for testing (lot # 199279). This axle implant was found to be within specification. Torque limiting handle used was also tested. This tlh was also found to be within specification.

Event description:
On 09/06/2017 a report was received of alleged migration. A 36 mm no insert axle implant was implanted during an unspecified axle fusion procedure, date not provided. It is alleged that the axle implant has disassociating, or migrated, an unknown distance, after an unspecified amount of time, post implantation. Two axle implants were already present, at consecutive levels at the time of implantation. The axle implant of interest was implanted in the top most location for three total implants. No revisions planned. No explanted parts coming back, however representative implant of the same size was pulled from the returning tray for testing (lot # 199279). Torque limiting handle used was also tested.